Event description:
Customer reports fiber leak on reuse number 23 noted at the onset of treatment. Estimated blood loss was 250cc's. 500cc's replacement fuild given. No pt injury or medical intervention reported.